Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer had failed. A technical support specialist advised the user to reboot the station and attempt to recover the storage. After the reboot, the user was instructed to click on "recover storage," select the failed drawer, and press "start." The drawer was then recovered, and the issue was resolved. The system functioned as intended after the technical support specialist assisted the customer to troubleshoot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 2.2 had failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.